Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this patient presented to the hospital with sycnope. The nurse states the syncope is likely unrelated to the pacemaker. A pacemaker check was performed and revealed frequent pre ventricular contractions (pvcs) with va conduction. The lower rate limit was at 80ppm to supress the pvcs and a long av delay was programmed. Patient services was contacted and discussesd av search, fixing av delay and changing the lower rate limit. The nurse will discuss further with the physician.